Event description:
Elderly patient with history of left upper lobe nodule, having a CT for biopsy of left lung. Biopsy device was opened for biopsy and upon attempting to fire the device the needle would not fire. No harm was done to patient.